Event description:
The customer reported that while in a lateral position, the system displayed a message that resulted in an uncommanded shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.